Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that on outer shaft break is also confirmed, as the outer sheath was worn off at the catheter reinforcement area. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.

Event description:
It was reported that during deployment of a stent graft in a cephalic vein fistula, the stent graft could only be partially deployed. Add'l force was applied to the delivery system to attempt completion of the deployment, however, the outer catheter detached. The partially deployed stent graft and delivery system were removed through the introducer sheath without incident. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The file was documented with a lot number, but not reported.